Event description:
New information indicated that no intervention was performed. There were no adverse health consequences, the patient was stable.

Event description:
It was reported that the device exhibited post-paced t wave over-sensing. No further information available.

Manufacturer narrative:
Further information was requested but not received.